Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (won't power up) was due to the f1 fuse being open. The cause for the open fuse was excessive current. There also was visible thermal damage on housing. The damage was caused by an outside source. The root cause for the excessive current and thermal damage was unable to be positively identified. There was no adverse event that resulted from the damaged battery.